Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-05602. All information can be found under manufacturer report number 1416980-2023-05602. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized due to abdominal pain. On an unknown date, the patient was treated with vancomycin injection (1gm, every 5 days, intraperitoneal) and ceftazidime injection (1gm, once daily, intraperitoneal) for peritonitis. At the time of this report, the patient had not recovered from peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.